Event description:
Procedure type: lap sigmoid. According to the reporter: after firing, it was noted that the staple line was incomplete. The procedure was converted to open, the doctor had to mobilize more of the bowel and a new instrument of different type was used to complete the procedure.